Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No button error alarm noted. No unlock lcd keypad connector noted. No moisture damage was found on the electronics and motor noted. Unable to verify no delivery alarm, data anomaly during downloading and perform pump download due to button keypad anomaly. The insulin pump had minor scratched display window, cracked case at the display window corners and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a no delivery while attempting a bolus. The patient's blood glucose at the time of incident was 9.3 mmol/l. The customer changed infusion sets and reservoirs multiple times before being able to complete a bolus without any alarms. Additionally, the insulin pump alarmed with a button error during normal use. The buttons have also stopped consistently responding. The patient was out on a hot day with the pump against their skin; the customer sweated on the pump and got it damp. One of the buttons stopped working completely minutes before the call. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.